Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the hospital with pocket erosion. There was no allegation that the implantable cardioverter defibrillator caused or contributed to the erosion. The physician explanted the implantable cardioverter defibrillator. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The reported event of pocket erosion was not confirmed. The device was able to be interrogated and above elective replacement indicator status.